Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient experienced a sudden return of shaking symptoms and as a result could no longer feed themselves. The caller stated that they were experiencing these symptoms in their right arm and leg. The patient reported that stimulation was on but wasn't able to describe the screen to indicate stimulation was in fact on. Patient requested physician listings to follow-up with a healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from a patient who reported that the circumstances that led to return of symptoms are unknown. The patient stated that resetting their device helps resolve their issue temporarily but the shaking would get so bad that they would go to the waiting room until someone could see them. They added that they had started freezing and to start walking it takes a while.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.